Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between the titanium adapter and transfer set leaked. No visible defect or damage was observed. This occurred during use of the devices for peritoneal dialysis therapy. The titanium adapter was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.